Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event on the same day. The patient was treated with fortum (375milligrams, twice a day, intraperitoneally (ip)). It was reported that the patient¿s course of treatment was over. At the time of this report, it was not reported if the patient was recovered from the event. On an unreported date, the other healthcare professional stated that the patient's fluid was clear. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): it was reported that the patient was treated with antibiotics for ten days and the patient had recovered from the event. Should additional relevant information become available, a follow-up report will be submitted.